Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy with banding in the esophagus, performed on (B)(6) 2009. According to the complainant, the device failed. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis, however, an analysis has not been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).